Event description:
The user facility reported 2 occurrences where the extra-corporeal circuit tubing became disconnected from the the oxygenator and resulted in significant loss of blood from the patient. The tubing had been attached by the user and cable tied per the hospital protocol/perfusionists protocol and manufacturer's recommendations. The reported events took place on consecutive days using the same lot# of oxygenator with the same perfusionist. The tubing was re-connected to the venous port and the procedures were completed without any further complications. The reported blood loss in each case was estimated to be 500-cc. There was no reported injury and both patients are said to be fine.

Manufacturer narrative:
H6method - 86 (other) = sample not returned for evaluation, review of information provided by the user facility and quality records. H6 results - 708 refers to the reserve sample test results; 701 refers to the involved device that has not been returned. H6 conclusion - 74 refers to the reserve sample test results; 67 refers to the involved device that has not been returned. The user facility made 1 report for 2 occurrences. Therefore, the decision was made to submit a single report for the reported multiple occurrences based on a previous review of a similar complaint with MDR assistance personnel and FDA regulatory affairs personnel on 02/05/1998. The involved device was not returned for evaluation, which limits the failure investigation. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that there was any relation to a device defect or malfunction. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to, "band all connections in the circuit." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.